Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The patient said she has had 2 strokes in the past and is in a wheelchair. She takes 15 units of lantus insulin at night and humalog insulin on a sliding scale during the day. The patient said she was unable to obtain a reading on reported meter for an unidentified period of time prior to feeling "crappy". She was taken or went to the hospital. She said her blood sugar was high and she was admitted to the hospital for 2 to 3 days. The blood glucose results obtained at the hospital were not provided. She did not recall the specific date of the hospitalization though she said it was recent. She was treated with IV's and insulin in the hospital. The customer care advocate (cca) noted that the patient alleged the meter did not turn on when a test strip was inserted into the test strip port. The cca was unable to confirm the test strip condition because the patient was unable to get her test strips since she was in a wheelchair. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleged she was unable to obtain a reading on the lfs product and she takes humalog insulin by sliding scale on her meter readings. She claimed she experienced symptoms and was admitted to the hospital for treatment of hyperglycemia.